Manufacturer narrative:
Unit received intermittent button response due to corrodedkeypad traces. No button error alarm. No ramping numbers anomaly noted. Unit passed a21 error test. No a21 alarm noted. Pump received with scratched lcd window. Unit received cracked case display window corner. Unit received with cracked battery tube threads. Pump received with cracked reservoir tube lip. Pump received with cracked reservoir tube. Unit received with cracked lcd window. Pump received with cracked case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 364 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.